Event description:
Breast cancer diagnosis having mastectomy with partial reconstruction. Tissue expanders, followed by silicone implant. Since then have experienced thyroid disease, chronic pain, fatigue, lethargy, chronic cough just to mention a few!